Event description:
On (B)(6) client says he was driving past (B)(6) when his chair lunged forward into a brick building with his legs in fully elevated/extended position. Veteran was activity bleeding from wounds with bilateral tibula and fibula fracture. (Both legs are now amputated).

Manufacturer narrative:
Initial inspection shown chair to be covered in general filth. Seating shows signs of having had impacts over time. Push handle grips are torn where they appear to have had repeated impacts. Unit is equipped with a stealth gatlin mount for center mount drive. One of the mounting bolts for the gatlin mount is missing allowing the mount to flop side to side all seat functions and drive were fully operable upon receipt. Chair was driven extensively and failure could not be duplicated, chair drove according to the specifications as distributed.